Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-1402, 1403. It was reported the pt is not receiving effective stimulation. Also she has lost weight and the ipg is in an uncomfortable area. The pt no longer uses her scs system and wants it removed. Surgical intervention is pending to explant her scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.